Event description:
During ventilation, the ventilator screen went blank and ventilation was canceled. User unable to turn ventilator off. Ventilator had an audible alarm that could not be silenced. Power removed until ventilator shut down. Technical fault (tf) 444004. The main board was replaced (B)(6) 2020. Nothing was found to be wrong with the main board but the service technician replaced it anyway since it had the error. FDA safety report ID# (B)(4).